Event description:
2023-04-06: integrum received a request for a loaner unit since the patient's axor ii (i7751) had fallen off the abutment. According to the cpo, "the patient started to feel some play in the unit and then it fell off when she was outside". No fall or harm to the patient reported. Manufacturing investigation performed; batch documentation reviewed (docreg (B)(4)), no deviations were found. (B)(6) 2023: technical investigation performed of axor ii i7751. The unit was found very dirty. During investigation, the unit passed the gripping test, however the clamps were found visibly worn; indented and damaged. The damages to the clamps indicate that the abutment has not been inserted all the way into the axor when used. The clamps were replaced. Axor ii has been serviced and now functions according to specifications. A feedback report has been provided to the cpo/patient highlighting the importance of cleaning and donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.

Event description:
(B)(6) 2023: integrum received a request for a loaner unit since the patient's axor ii ((B)(6)) had fallen off the abutment. No fall or harm to the patient reported. The unit has not yet been received. Manufacturing investigation performed; batch documentation reviewed ((B)(4)), no deviations were found. Technical investigation to be performed when the unit has been receieved.